Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this pacemaker device exhibited high pacing impedance measurements, measuring at 2061 ohms on non-boston scientific right atrial (ra) channel. It was noted that later the impedance measurements were greater than 3000 ohms. Technical services (ts) recommended to have patient seen in clinic for further testing. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this pacemaker device exhibited high pacing impedance measurements, measuring at 2061 ohms on non-boston scientific right atrial (ra) channel. It was noted that later the impedance measurements were greater than 3000 ohms. Technical services (ts) recommended to have patient seen in clinic for further testing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited high pacing impedance measurements, measuring at 2061 ohms on non-boston scientific right atrial (ra) channel. It was noted that later the impedance measurements were greater than 3000 ohms. Technical services (ts) recommended to have patient seen in clinic for further testing. This pacemaker system remains in service. No adverse patient effects were reported.